Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right atrial lead exhibited loss of capture due to an increase in threshold. The patient complained of not feeling well days after implant. It was found out that the ra threshold measurement was 3v at 1ms upon checking and the patient was admitted to the hospital. The lead was rechecked and it was noted that the threshold measurement had improved to 2.1v at 1ms and ra sensing has been stable since implant. There were no issues noted with the impedance measurements and chest x-ray confirmed that lead had not moved. Lower rate limit was adjusted to 50 bpm from 60 bpm. The patient was also pacing at 25% and current ra output was at 5v at 1ms. There were no reports of dizziness, lightheadedness or syncope, only that the patient was not feeling well. Boston scientific technical services discussed that threshold measurement could increase or decrease post implant. Ts also added that lead revision could be needed if threshold measurement do not improve. As of that moment, ts suggested to just continue monitoring the patient and just wait to see if ra lead revision would still be needed. This lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.